Manufacturer narrative:
Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05089. It was reported that patient fell and experienced uncomfortable therapy. Diagnostics revealed high impedance and imaging confirmed that leads migrated. Surgical intervention occurred to explant and replace the leads to address the issue.